Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
PICC broke during dressing change after indwelling for approximately 10 days. No patient harm, practitioner was able to remove full length of catheter. New PICC placed and remained in place without incident for remainder of therapy and removed without issue.

Event description:
PICC broke during dressing change after indwelling for approximately 10 days. No patient harm, practitioner was able to remove full length of catheter. New PICC placed and remained in place without incident for remainder of therapy and removed without issue.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
PICC broke during dressing change after indwelling for approximately 10 days. No patient harm, practitioner was able to remove full length of catheter. New PICC placed and remained in place without incident for remainder of therapy and removed without issue.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review and breakage was confirmed just below the inverted triangle beneath the securement disc. The breakage site exhibited jagged edges which could be the result of a tensile force applied to the catheter. Based on the review of the returned sample, a manufacturing error could not be confirmed. Probable causes for the reported issue could be related to an excessive force applied to the catheter, patient movement, or the application of tape strips which the IFU cautions against as the tape stips could compromise the strength and integrity of the tubing. Since the reported issue was most likely related to an event within the user environment and not a manufacturing error, no corrective action will be taken.